Manufacturer narrative:
Three (3) mountaineer head to head cross connector inner screws [product code: 1883-41-200] were returned to the complaints handling unit (chu) for evaluation. Inner screw noted nicks on the threads of the inner screw. Also one of the threads on the end portion of the inner screw demonstrated slight stripping. Observable damage suggests that unanticipated forces were applied on the threads resulting in the threads becoming damaged and stripped. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the inner screw threads becoming ¿stripped¿ cannot be positively determined. However, observable damage suggests that unanticipated forces were applied on the threads resulting in the threads becoming damaged and stripped. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When applying the locking nut to secure crosslink, the threads in the poly screw stripped out.